Event description:
It was reported that on (B)(6) 2013, the patient reported that all sound perception became noisy al of a sudden, which made all signal perceived not comprehensible. On (B)(6) 2013, the pt reported to have lost access to sound.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as follow up report.